Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: myocardial infarction and thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via the real registry that from 2002, to 2006, data from all percutaneous coronary interventions in (another country), were prospectively recorded in the real registry. Elective and urgent pts (excluding stemi pts) were considered, and the incidence of death, non fatal myocardial infarction (mi), tvr, angiographically definite stent thrombosis (st) and mace were compared between pts receiving des versus those receiving ccs. The study was to evaluate two years outcomes with des versus ccs, in routine clinical practice. Des use was associated with less tvr and mace. Death/mi and st were similar in des pts and ccs pts. The use of des resulted in lower rate of repeat revascularization compared to ccs, without significant differences in terms of death, mi and definite stent thrombosis, during the two year f/u. No additional event or pt information is available.

Manufacturer narrative:
.